Event description:
At the completion of the coronary artery bypass graft procedure, three heartstring seals didn't unravel completely during the removal process. The seal was removed without damaging the anastomosis. No patient complications were reported by the hospital.